Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a 3.5 x 15 mm xience sierra stent was successfully implanted in the right coronary artery (rca) on (B)(6) 2020, the patient presented with complaints of crescendo angina. A revascularization procedure was performed, treating in-stent restenosis, resolving the event. No additional information was provided.